Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was during pre-test the foley catheter balloon did not inflate as had difficulty in filling water.

Event description:
It was during pre-test the foley catheter balloon did not inflate as had difficulty in filling water.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 8266921 was initiated to address the reported event. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw2600. Using the returned syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection procedure (B)(6), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." This specific complaint allegation was part of a broader investigation captured in CAPA 8266921.  The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product.  Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.